Event description:
The customer reported via phone call that he had been experiencing blood glucose levels over 600 mg/dl over several days leading up to the call. The customer reported treating with manual injections. The customer stated that his blood glucose levels would go down after the manual injection, but rise over several hours following that. The customer stated that he did not think that he was getting basal delivery from the insulin pump. The customer reported changing the insertion site three times, but was still receiving no delivery alarms. Blood glucose level at the time of the call was 347 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.